Manufacturer narrative:
H10 corrected e1 initial reporter facility name: (B)(6) university. The device was returned for analysis. Visual and microscopic inspection revealed that the imaging window was detached. Microscopic inspection further revealed an imaging core windup. Impedance test shows an electrical open proximal end of the catheter between 130-140 cm from the distal housing of the catheter.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while the device was inside the patient, the tip fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post procedure was stable.

Event description:
It was reported that a catheter issue occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure while the device was inside the patient, the tip fractured. The procedure was completed with another of the same device. There were no patient complications reported and the patient condition post procedure was stable.

Manufacturer narrative:
E1 initial reporter address 1: (B)(6).